Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator large oval med stiff snare was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure and inside the patient, a hot snare was used to cauterize a 6cm target polyp. They had started cutting the target polyp using coagulation when the device stopped burning and the snare loop got stuck in the middle of the target polyp. The snare was removed using a rat tooth forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.